Event description:
It was reported that the patient was experiencing pain at the ipg pocket site due to ipg was protruding thru the skin but there was no actual skin breakage. The patient underwent a pocket revision procedure and was doing well postoperatively. Nothing was added or removed during the revision.